Event description:
It was reported that the user was unable to attach and twist the infusion connector onto the ilet pump despite multiple attempts with new cartridges and connectors, and the connector would turn only when the cartridge was not installed with a recorded blood glucose of 174 mg/dl indicating a connector-to-pump interface issue with the connector/pump housing components. Customer care provided support which included customer troubleshooting, review of user-supplied photos and video, and replacement logistics. Investigation of this case revealed the inability to engage the connector with the cartridge installed, consistent with a mechanical fit or alignment issue at the connector interface. No clinical symptoms reported. Outcomes included no injury, and continued usability of the screen, though the user experienced trouble using the device due to the connection issue. It was concluded that a device component malfunction related to the connector interface occurred, and replacement supplies, including the ilet device was arranged to restore therapy.

Manufacturer narrative:
Investigation details: the display assembly showed minor wear upon receipt. The complaint was able to be duplicated and confirmed. Cartridge connector did not fully insert into drug chamber. After inspecting drug chamber, foreign object debris was found inside. This MDR follow up report is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.